Event description:
It was reported that a patient's device had high impedance during surgery on (B)(6) 2016 via an implant card. However, the implant card only indicated that the patient's generator was replaced. The reason for the surgery was marked as battery depletion. Attempts for further information were unsuccessful to date.

Event description:
Programming history review was performed. Programming data observed that on the date of replacement, the replacement m104 had high impedance observed and did not resolve at the time of replacement. Generator diagnostics were performed, likely with the test resistor, and no issues were observed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
High impedance was identified during the patient's generator replacement surgery, but the surgeon did not replace the lead. It was believed that the surgeon re-inserted the lead pin into the generator to confirm that the pin was fully inserted. The patient's family decided to try to manage the patient's seizures with medication at that time. No surgical intervention has occurred to date.